Event description:
The customer stated that he tested his blood glucose using his new breeze2 meter and his breeze meter. The breeze2 read 277 mg/dl, while the breeze read 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the system showed it to be operating as designed. No product will be returned for evaluation.